Event description:
As reported by the study, 123 days after percutaneous coronary intervention (pci), the patient died suddenly. This patient presented to cardiac catheterization unit with a previous non q-wave myocardial infarction that was the main indication for intervention and 3-vessel disease was found. Pre-procedure troponin was less than two times above the upper normal limits. Pre-procedure medications included aspirin and statins. Intra-procedure medications included clopidogrel and unfractionated heparin. Pci was performed on a 99% de novo lesion in a saphenous vein graft near the intermediate/anterolateral artery of 24mm in length in a 3.0mm vessel diameter. The (type a) concentric lesion was characterized with a smooth contour, little to no calcification and thrombus absent. Pre-dilation was performed with a 2.5x15mm balloon at 12 atmospheres (atm) before a 3.0x28mm cypher select stent was deployed at 20 atm with satisfactory results. There were no procedural complications. The residual diameter stenosis measured 0%. Thrombin inhibition in myocardial infarction (timi) iii flow was recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. Post-procedure cardiac enzymes were not documented. The patient was discharged on the following day. Discharge medications included permanent aspirin, clopidogrel for 6 months, statins, ace inhibitors and beta-blockers. Telephone follow-up was made with the patient 32 days later. The patient's anginal status was reported as asymptomatic. All medications remained the same except that beta-blockers were not taken for unspecified reasons. No adverse events were reported. Six months later, while attempting to make another follow-up contact from the patient, it was learned that while on holiday 123 days after the index procedure, the patient's wife advised that he fell to ground while moving the lawn. He died due to what the general practitioner assumed to be a myocardial infarction and was pronounced dead at the scene. CPR was unsuccessful. An autopsy was not performed. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 40 days upon receipt.